Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the subject device had undergone insufficient reprocessing as foreign material was found at the distal end. Despite the reprocessing issue however, the unit had no faults while performing the initial leakage and electrical safety tests. The objective lens had adhesive wear present. The left arm was found corroded, and there was foreign material found on the forceps elevator. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus evis exera ii duodenovideoscope, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found at the distal end. There was no patient involvement during this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event could be preventable by handling the device in accordance with the following instructions for use. Detection method is given in IFU, "chapter 3 preparation and inspection". Preventive measures are given in IFU, "5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.